Event description:
The pump was returned for investigation. The pump was initially flagged for the outlet pin. It was confirmed that the pin was sticking out of front housing slightly further then the primary and the secondary pins. Testing cassettes were installed into the pump, but the outlet valve pin was not allowing the cassettes to be properly seated and causing the primary and secondary pins to not fully actuate. A visual inspection of the rear side of the fva assembly was performed. It was found that the outlet pin was sitting lower compared to the other fva pins and that it showed signs of rubbing on the through hole on the spring cage. The spring cage was removed and verified that it was rev. C configuration. A know "golden" spring cage was installed into the fva assembly to see if the alignment issue was still persistent. The outlet valve pin was still not in alignment even with the "golden" spring cage installed. The outlet valve pin was removed to measure the valve pin to see if it meets the manufacturing specifications. The vale pin and compression spring were measured against the drawing specifications and found to be in spec. Upon recommendation from the engineering staff, the investigation was directed to focus on the rocker arm axel located in the fva housing. A small punch was used to drift the axel out of the housing. Upon removing the axel, it was broken into three pieces. It was also noted that channel one rocker had a gouge in its inner diameter. This is most likely the result of removing the axel from the assembly.

Event description:
The following has been reported: biomed reports: it looks like the bottom right cassette pin is out about 1mm further than it should be and the pump is giving a persistent tube set misloaded error. No pt harm or failure during infusion. An initial review of the device logs reveals the following: mechanical hardware failure (av spring cage) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue further information is needed to complete the investigation.